Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the ez45b device would not fire. It was noted that staples were sticking out of load of ez45b. They pulled an atw35 to complete the case without incident. There was no consequence to the pt.